Manufacturer narrative:
This supplemental report is being submitted to provide review of service history records (shr), unique device identifier (UDI) number and investigation conclusion. Please see updated sections: d4,d10.g4, g7, h2, h3, h4, h6 and h10. The device had been previously serviced by olympus therefore a service history review will replace the DHR (device history records) review. This device is a loan device and has undergone multiple inspections as being asset returns. The most recent inspection was on (B)(6) 2020. At that time of the repair, minor scratches on the housing were observed. The unit passed functional test, output test and electrical safety test. A root cause of defective internal wiring cannot be determined. However, damage to the transducer receptacle is often incurred as a result of user error, often the user does not realize all connections are push/pull and instead the plug is twisted upon connection or removal. This action results in damage to the pins internal to the socket and may crack or damage the housing. As stated on the IFU (instruction for use) the user manual states: connect the transducer to the generator by pressing the plug straight in. Caution do not twist or turn the plug. Connect the transducer to the generator by aligning the key way of the transducer connector with the key way slot on the transducer receptacle on the front panel. Push straight in. Caution do not twist or turn the plug. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. The unit was inspected and found no transducer output related to damaged wires. The component was repaired by the technician and the unit passed functional test, output test & electrical safety test. In addition, the evaluation found minor scratches on the housing cover and the rubber bumpers had fallen off the generator due to poor adhesion. Per the engineer these are non-critical findings. However, the technician replaced all the above listed parts to meet manufacturers specifications. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus representative reported during an asset return inspection of a shockpulse-se lithotripsy system, there were damaged wires of the transducer. All components of the device were inspected and repaired. No additional information has been provided. There was no patient involvement/impact.